Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl. Customer stated the low reading occurred when he was taking a nap. The customer was wearing the insulin pump during the hospitalization. The customer's current blood glucose was 450 mg/dl. The customer mentioned a blank display and it returned after troubleshoot. The insulin pump will not be returned for analysis.